Event description:
It was reported removal of the stat lock on patient's PICC line very difficult, despite the application of 8 alcohol swabs. Skin tear, 0.4cm long on the medial side of the arm with stat lock removal. Wound cleansed and dressed. PICC dressing may need to be more frequent now. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.